Event description:
On 6/2/98, a skin level jejunal feeding tube was placed in a 4.0 kg infant. The pt's diagnosis was esophageal atresia. The distal end of the feeding tube was trimmed to appropriate length prior to insertion. Placement of the tube was confirmed by x-ray. It has been reported that the MFR's device caused a perforation of the jejunum directly opposite the tip of the enteral feeding device. The perforation was surgically repaired on 6/5/98. The physician indicated that he considered the pt's poor surgical risk prior to the procedure and, in his experience, this kind of injury is an expected complication in approx 35% of this type of procedure. The device is unavailable for inspection.